Event description:
Healthcare professional additionally reported "valvular leak." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening on the anterior side. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool. Based on the device analysis, the final assessment is a striated edge opening on the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional additionally reported "valvular leak." Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, g1, g2, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.